Manufacturer narrative:
The intraocular lens (iol) was received for analysis, the diopter measured 19.0 and is correct as labeled. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is contained in this report.

Event description:
A surgeon reported the multifocal intraocular lens was explanted without complication 8 months after initial implant. Reason stated was the patient's poor distance visual acuity.